Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder presented a tear. Due to this, a surgical procedure was performed to replace both cylinders. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified first cylinder had a hole at corner of a fold in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The device was tested too. The leakage test for first cylinder informed it had a leak at corner of a fold in the proximal end of the cylinder. The second cylinder successfully passed leakage test. Bases on the analysis, the reason for the hole/perforation reported was most likely determined to be a leak in first cylinder, confirmed in the test performed. The reported tear on cylinder complaint was confirmed. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint.

Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder presented a tear. Due to this, a surgical procedure was performed to replace both cylinders. There were no patient complications.